Event description:
It was reported that, during a photo vaporization of the prostate, the glass cap detached. The procedure was completed with another of same device. There were no patient complications reported.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. The fiber tip was intact. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported fiber tip detached as there was no physical separation identified of the fiber tip. The connector was in good condition. The fiber passed the saline flow test. The device instructions for use (IFU) was reviewed. The IFU states to not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. The IFU also states to not press the fiber end into the tissue, which will create stress between the fiber and the opening (edge) of the endoscope. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the greenlight fiber hazard analysis was completed and confirmed that the event of fiber cap/tip detachment was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that, during a photo vaporization of the prostate, the glass cap detached. The procedure was completed with another of same device. There were no patient complications reported.

Event description:
It was reported that, during a photo vaporization of the prostate, the glass cap detached. The procedure was completed with another of same device. There were no patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. The device instructions for use (IFU) warns the user to not retract, dissect, or probe tissue with the tip of the fiber, since damage may occur to the fiber tip.